Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and run in normal mode. The pad setting was on single pad nessy mode and ground pad was not recognized. Upon visual inspection, the scratch was found on the top cover to the metal. The probable root cause is attributed to defective component. The foot pad was in the wrong settings in single pad nessy mode.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, an operating room (or) staff contacted technical support mid-procedure about the integrated electrosurgical unit (iesu)/erbe grounding pad was not recognizing. The caller replaced the pad several times, repositioned it on the patient, ensured the skin area was properly prepped and restarted the erbe with no change. The caller then had the resident place the pad on the forearm, but the indicator still remained red. The customer was electing to swap out the tower with another dv system tower to continue as planned. The procedure was converted to another da vinci with no report of patient injury.